Manufacturer narrative:
(B)(4). Damaged one piece sled. The instrument was received with no visual non-conformances. In addition two reloads were returned for analysis. Reload a was received loaded on the device and was noted to be unfired and with the one-piece sled damaged; the damage the sled is consistent of an incorrect loading of the cartridge. If the proximal part of the cartridge reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. Reload b was a ecr45b was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions, please refer to the echelon 60mm instructions for use. The reload was tested for functionality with an 45mm echelon device and worked as intended. The returned device was tested for functionality with a test reload and it achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open sigmoidectomy, the device loading was locked out at the 1st stroke of the 4th firing when it was used on the colon. Another device was used to complete the procedure. There were no adverse consequences for the patient.